Manufacturer narrative:
The returned cardiac resynchronization therapy defibrillator (crt-d) was analyzed and review of device data noted the rate of battery depletion was normal while the device was implanted. Given the programmed parameters and other data stored within the memory of the device, the actual rate of battery depletion appears to have fallen within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, defibrillation, and recording functions. Having functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of death was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) hit end of life (eol) status due to charge time, as a code 1007 was observed, which is indicative of capacitor charge time has exceeded the limit. Technical services (ts) requested to perform a capacitor reformation in which the charge time was 45 seconds. A request was made to have data from this device analyzed. Data analysis confirmed elective replacement indicator (eri) was declared approximately one hour prior to eol and then four hours later the 1007 occurred. There was no evidence of a shock into a shorted lead condition. The cause of the long charge times was unknown, however could have been due to numerous high voltage charge cycles depleting the battery. It was noted that one of the health care professionals (hcp) observed ventricular tachycardia (vt) on the electrogram (egm) which was thought to possibly indicate there were frequent charging attempts however this could not be confirmed due to the lack of data from eol status. It was noted that this patient was on medication and not in good condition and would not be able to withstand a replacement procedure in their current state. Ultimately, tachy mode was programmed off and they were placed under observation. This patients liver function was poor, and blood pressure was low. This patient became weaker overall and was no longer able to take medication. This patient subsequently passed away with a cause of death listed as multiple organ failure. It was thought that this patient could have developed a heart attack, which caused their heart function to deteriorate. The physician did not suspect this crt-d was the cause, however an analysis has been requested. This crt-d has been explanted and is expected to be returned and analyzed.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) hit end of life (eol) status due to charge time, as a code 1007 was observed, which is indicative of capacitor charge time has exceeded the limit. Technical services (ts) requested to perform a capacitor reformation in which the charge time was 45 seconds. A request was made to have data from this device analyzed. Data analysis confirmed elective replacement indicator (eri) was declared approximately one hour prior to eol and then four hours later the 1007 occurred. There was no evidence of a shock into a shorted lead condition. The cause of the long charge times was unknown, however could have been due to numerous high voltage charge cycles depleting the battery. It was noted that one of the health care professionals (hcp) observed ventricular tachycardia (vt) on the electrogram (egm) which was thought to possibly indicate there were frequent charging attempts however this could not be confirmed due to the lack of data from eol status. It was noted that this patient was on medication and not in good condition and would not be able to withstand a replacement procedure in their current state. Ultimately, tachy mode was programmed off and they were placed under observation. This patients liver function was poor, and blood pressure was low. This patient became weaker overall and was no longer able to take medication. This patient subsequently passed away with a cause of death listed as multiple organ failure. It was thought that this patient could have developed a heart attack, which caused their heart function to deteriorate. The physician did not suspect this crt-d was the cause, however an analysis has been requested. This crt-d has been explanted and is expected to be returned and analyzed.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.